Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet which resulted in the battery gauge fluctuating and the pump shutting down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source and customer continued to use the pump for insulin therapy. There was no impact to the customer¿s blood glucose level.